Manufacturer narrative:
The insulin pump was received with keypad unresponsive due to corroded keypad trace and moisture damage to the electronic assembly. Hardware low-level failures confirmed during the self test. Failure due to broken trace at pin 1 of ambient light sensor. Possible under delivery anomaly not found during testing. Insulin pump failed the self test. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
Device was received with keypad unresponsive due to corroded keypad trace and moisture damage to the electronic assembly. Pump error 63 confirmed during the self test. Failure due to broken trace at pin 1 of ambient light sensor. Possible under delivery anomaly not found during testing. Device failed the self test. Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons were not responding. The customer's blood glucose value was 150 mg/dl at the time of incident. The customer was assisted with troubleshooting and reported that numbers were not ramping on their own, the scroll bar was not moving with no input, there was no response from any button. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.